Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and it is likely the fiber broke occurred due to procedural factors. However, the root cause of the reportable malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system broke during the case outside the patient and burned the urologist glove. There were no serious injury noted and the fiber was replaced. The issue was found during a therapeutic renal lithotripsy procedure, that was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event. Related patient identifier: (B)(6) to capture the concomitant laser fiber.